Event description:
Info received indicated the head section drifts down.

Manufacturer narrative:
The hill-rom tech replaced the head up and downs values and the bed functioned to design specifications.